Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.

Event description:
According to user report, the pt was transported with several pumps infusing vasopressors. According to report, one of the pumps stopped infusion without alarming. Pt's blood pressure dropped and pt required epinephrine and albumin dosing. No adverse effects reported.